Event description:
The contact for a peritoneal dialysis (pd) patient called fresenius technical support to request a liberty select cycler replacement for the patient. The contact stated that an m31 air detected in cassette warning had previously occurred during a treatment on the cycler. The patient reportedly attempted another treatment, but it failed again for unspecified reasons. During the call, the patient¿s contact mentioned that the patient was sent to the emergency room (ER). No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient was admitted to the hospital on (B)(6) 2024 with a diagnosis of peritonitis. The pdrn did not have any additional information related to the hospitalization at the time of the call. Attempts to obtain further details related to the peritonitis and hospitalization were unsuccessful.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect causing the patient¿s peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.